Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that prior to re-running the original patient sample, the operator noticed fibrin in the tube and removed it with an applicator stick, after which a corrected result was obtained on the instrument. Ccc discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. A siemens headquarter support center (hsc) specialist evaluated the instrument data which indicated that the cause for the falsely elevated troponin value was conjugate carryover due to fibrin formation in the sample tube. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension xpand with hm instrument. The discordant result was reported to the physician(s), which resulted in the patient being taken to a catheterization lab. It is unknown if the patient underwent catheterization. Sequential sample draws were obtained from the patient and tested on an unknown instrument, resulting lower. The physician(s) then notified the laboratory of the variance between the results and the customer repeated the original sample on the same instrument, and the result matched that of the redraws. There are no reports of adverse health consequences due to the discordant, falsely elevated troponin result.